Event description:
A contact lens wearer reported wearing focus monthly visitint lenses since 2008 and experiencing left eye irritation of 20 days duration associated with her current supply. She reported she sought care from a practitioner and was diagnosed with a "corneal ulcer caused by a lens contamination." Follow-up information treatment consisted of combination antibiotic/steroid drops (cylocort) for 15 days and the event has completely resolved. Request has been made for further information, however, no additional details are available at this time.

Manufacturer narrative:
This case is considered as a potential infectious corneal ulcer. Contraindications (reasons not to use) section of the package insert specifically states "do not use focus (vifilcon a) contact lenses when any of the following exists: ... If eyes become red or irritated" and in the warnings section "instruct patients as the dispensing and subsequent visits to immediately remove their lenses and promptly contact their eye care professional if they should experience eye discomfort, foreign body sensation, excessive tearing, vision changes, redness of the eye or other problems with their eyes. An evaluation of the returned product is underway by manufacturing. (B)(4).